Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to remaining in patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 00620205822, shell porous with cluster holes 58 mm, 61716628; 00771301300, modular femoral stem press-fit plasma sprayed cementless size 13.5, 61699257; 00630505836, liner standard 3.5 mm offset 36 mm i.d. For use with 58 mm o.d. Shell, 61609449; 00877503602, bioloxâ® delta, ceramic femoral head, m, ã¸ 36/0, taper 12/14, 2591071. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 03323, 0001822565 - 2018 - 03324, 0002648920 - 2018 - 00498.

Event description:
It was reported that a patient is experiencing right hip pain while working, 8 years post total hip arthroplasty. Patient has not been revised. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.